Event description:
During a breast reconstruction with a deep inferior epigastric perforator flap procedure, the surgeon went to use the ethicon ligaclip and instead of clipping, the device jammed and cut the vessel. Bleeding was immediately controlled and another ligaclip of the same lot number was opened and functioned properly.